Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error and unexpected restart alarm from the insulin pump. The customer's blood glucose reading was between 4 and 5 mmol/l. The customer stated that she is unable to clear the alarm. The customer stated that she was trying to change the set and none of the buttons were working. The customer stated that she took the battery out and the pump alarmed unexpected restart. The customer stated that the temporary basal was not programed before the unexpected restart alarm. The customer stated that the alarm occurred shortly after inserting a new battery. The customer was unable to clear the alarm because none of the buttons were working. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the error test alarm due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.